Event description:
The pt didn't feel stimulation. Impedance measurements were abnormal; the values were not provided. During surgery, the surgeon tested the lead only and found normal impedances. He concluded that the problem was with the extension only. The stimulator and extension were replaced. There was reported to be no pt injury; the pt was "fine".

Manufacturer narrative:
The implantable neurostimulator and extension have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.